Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer stated they treated with the insulin pump and manual injection. The customer stated that the p-cap on the tubing was cracked wand would not go into place on the reservoir. The customer also stated cannula was bent in the package, before they removed the infusion set from the packaging. The customer stated that they had reported that they had an issue with 6 infusion sets, but wanted to see if they can get those replaced. The customer stated that they feel the insulin pump is working properly as her blood glucose came down once they treated. The insulin pump was not returned for analysis.